Event description:
The customer provided a photo with note attached to a trifuse extension set that stated: "faulty 3 way leaking from under pink tape." An event date of december. 5 and bed 1 was also documented on the note. Although requested the customer did not indicate any patient harm or medical interventions rendered. The event occurred in the ICU.

Manufacturer narrative:
The customer¿s report of a faulty 3 way leaking was confirmed. Functional testing as received replicated a leak at the engagement between the 4-way connector and tubing. Visual inspection under magnification observed a sink condition in which there is a space/gap in between the tubing and the connector (corresponding to the engagement where the leak was observed), thus creating a fluid path and the observed leak. The tubing¿s outside diameter was measured and found to be within measurement specification. The root cause of the leak was a manufacturing issue of a sink condition in the connector.

Manufacturer narrative:
The customer's complaint of an extension set leaking could not be confirmed because the product was not returned for failure investigation. A photo of the set inside a sealed package was provided by the customer. However; no issues were observed based on the photo provided. Patient demographics requested however not provided. The root cause of this failure was not identified.

Event description:
The customer provided a photo with note attached to a trifuse extension set that stated: "faulty 3 way leaking from under pink tape." "An event date "(B)(6) and bed 1" documented on the note. Although requested the customer did not indicate any patient harm or medical interventions required.